Event description:
It was reported the subject device experienced that all the leds lights were flashing. This issue happened during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the power supply unit has a corrosion and short circuit (interrupted), and the lamp cannot be held by the hear sink. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there are several causes of the reported event: the power supply unit has a corrosion and short circuit (interrupted), the lamp cannot be held by the hear sink and the output socket is worn out. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.